Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 56 mg/dl. It was reported that the customer had several alarms in the history including no delivery, motor error, and button error. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime insulin pump during prime/a33 test due slightly to loose drive support disk. Unable to perform excessive no delivery test due to prime anomaly. Insulin pump safety feature max delivery alarm functioning properly. Insulin pump monitored for 2 days and no unexpected ax delivery or a44 alarms noted. Insulin pump passed self test and a21 error test. No unexpected a21, a17 or a64 alarms were noted. Insulin pump received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with all buttons responding properly. No button error alarms noted.